Event description:
The customer reported that the insulin pump delivered 2.0 units twice without his intervention. The blood glucose reading was 231mg/dl. Troubleshooting was performed. Reviewed the bolus history and found that the most recent bolus was 2.0 units on (B)(6) 2013. The customer stated that his basals cover his blood glucose and he rarely ever has to bolus. The settings on the device were correct. Performed the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.